Event description:
Patient was undergoing embolization procedure in the ica. During the procedure, the physician reported that he felt resistance when inserting the penumbra coil 400 into the px slim microcatheter. Subsequently, the physician withdrew the pusher and the sheath. Upon removal, a hangnail on the tip of the introducer sheath was noted. The procedure was completed without further incident or injury to the patient.

Manufacturer narrative:
Conclusion - the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2013-00473. Device was disposed.